Event description:
It was reported that during surgery the end of hex driver broke off during procedure whilst surgeon was tightening a 3.5 mm cortex screw. Broken section was removed from patient with no significant effects to surgery. No delays reported. No more information available.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.